Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: motrin and advil. In august 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hormonal changes describe: hair falling out / hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes "), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse) "), weight increased ("weight gain") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on 29-sep-2015. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dyspareunia, weight increased and abdominal pain lower outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Hysterosalpingogram - on 18-dec-2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events hair falling out, abnormal bleeding, abnormal bleeding (vaginal, menorrhagia, apareunia, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dyspareunia weight gain, hair loss are added. Lab data updated. Historical drugs are added. Patient , reporter & product information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the coil was removed in piecemeal"), pelvic pain ("pain / pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation in 2016, carpal tunnel syndrome in 2013 and obesity. *current weight 183 lbs. Approximate weight at time of essure placement 185 lbs. Previously administered products included for an unreported indication: motrin and advil. Concurrent conditions included libido decreased and taste metallic. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/I would bleed 5 or 6 times a month"), menorrhagia ("abnormal bleeding (menorrhagia)/my periods were extremely heavy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), alopecia ("hormonal changes describe: hair falling out / hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), mood swings ("mood swings") and headache ("headaches") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2014, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery laparoscopic removal of essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, weight increased, abdominal pain lower, mood swings, dysgeusia, headache and depression outcome was unknown and the pelvic pain, dyspareunia, genital haemorrhage and alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, depression, device breakage, dysgeusia, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 183 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion /tubes were closed off. Pregnancy test - on (B)(6) 2013: results: negative. Ultrasound pelvis - on an unknown date: failed showing any masses or abnormal fluid collection in the current study. Essure apparatus appear in place. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: device breakage, hair loss , depression, pain during intercourse, heavy periods, dysmenorrhea and pelvic pain. Most recent follow-up information incorporated above includes: on 14-nov-2018: plaintiff fact sheet received. Reporter information updated. Events added from pfs- psychological or psychiatric problems: depression and headaches. Medical history were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast operation in 2016 and carpal tunnel syndrome in 2013. Previously administered products included for an unreported indication: motrin and advil. Concurrent conditions included libido decreased and taste metallic. On (B)(6) 2013, the patient had essure inserted. In october 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysgeusia ("metallic taste in mouth"). In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), alopecia ("hormonal changes describe: hair falling out / hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), weight increased ("weight gain") and mood swings ("mood swings"). On (B)(6) 2015, the patient experienced device breakage ("the coil was removed in piecemeal"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (laparoscopic removal of essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage and alopecia had resolved and the device breakage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, weight increased, abdominal pain lower, mood swings and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, device breakage, dysgeusia, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on medical records: (B)(6) 2015- laparoscopic removal of essure - preoperative diagnosis: chronic pelvic pain, dyspareunia and desires removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion /tubes were closed off pregnancy test - on (B)(6) 2013: negative pelvic ultrasonography failed showing any masses or abnormal fluid collection in the current study. Essure apparatus appear in place. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events device breakage, hair loss ,depression, pain during intercourse, heavy periods,dysmenorrhea, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events "mood swings, metallic taste in mouth", event device breakage were added. Product implant date was updated. On (B)(6) 2018: medical record- laparoscopic removal of essure due to chronic pelvic pain, dyspareunia and patient desires removal. On (B)(6) 2018: plaintiff fact sheet received-event device breakage incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.